Event description:
It was reported to philips that the device experienced self-test failure. There was no report of patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. The customer wen through testing procedure. The customer was not following procedure. The customer was instructed on proper testing procedure. The device now passes testing. No device malfunction. No further action at this time.